Manufacturer narrative:
The reported event involved a transient drop in blood pressure during use of the lixelle device. The device was not returned, and the lot number was unavailable; therefore, the device history record (DHR) could not be reviewed. Based on information provided by the healthcare facility, no malfunction was observed, and the device was presumed to have functioned as intended. It is considered likely that the event was related to usage conditions, such as the patient's physical characteristics and dry weight settings, rather than device performance. MFR report #: 3002808904-2025-00027.

Event description:
During hemodialysis combined with lixelle s-25 (pre-dialyzer placement), the patient experienced a sudden drop in systolic blood pressure to 50-60 mmhg. Although no subjective symptoms were reported, medical intervention was required, including administration of vasopressors and leg elevation. Blood pressure recovered without the need for hospitalization. The event was assessed as non-serious by the attending physician; however, based on the reported systolic blood pressure of 50-60 mmhg, the estimated mean arterial pressure (map) was approximately 45 mmhg, which may have reached a critical threshold, indicating a high risk of organ hypoperfusion. As the event occurred approximately two hours after the start of treatment (during dialysis), a causal relationship with lixelle cannot be ruled out, and a possible association was considered.